Event description:
The tip from the IV pump tubing broke off inside the clave. While changing out the IV tubing the tip of the IV pump tubing broke inside the clave. Unsure if this was an issue with the tubing or the clave. This report is for the clave.